Event description:
Poly liner was fractured at the lip. Dr revised the shell. Pt sustained medial wall damage during revision as the cup was so well fixed. Pt is a bilateral pt and this was left side. Dr plans to switch out the liner only when the right side is revised. Pt height is 5'6".